Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: in regard to this statement; ¿the staples opened in the lines made with the green and gold reloads, as well as the staples were twined together.¿ was this also applicable to the staple line in the patient? ¿ the staples interlaced and were opened between them in the clipping line¿ how much blood did the patient lose? ¿no¿ were any blood products or transfusion required? ¿no¿ if so, please explain. Was a laparotomy (convert-to-open) required to control the bleeding? ¿no laparotomy was required, only one over suture where the staples did not close.¿ did the same issue occur with all the reloads? No, only in green and gold reloads. What is the current patient status? ¿on medical discharge¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with seven reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Five photos were also provided for review, however no conclusion or root cause could be determined from their review. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b: ecr60d, r57x9z, fully fired, reload c: ecr60g, r57h5v, fully fired, reload d: ecr60b, r59y7a, fully fired, reload e, f, g and h: ecr60b, r58p4g, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, all the staple lines presented bleeding. The staples opened in the lines made with the green and gold reloads, as well as the staples were twined together. The surgeon performed over-suturing as a form of preventing fistula. He held the bleeding with a clip applier and gauze.